Manufacturer narrative:
In chapter b5 the meter results are provided as reported by the initial reporter. The used accu-chek guide link meter has a mg/dl configuration which suggests that the results shown on the meter display were 230 mg/dl and 220 mg/dl. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within an unknown timeframe: 2.3 g/l (user´s meter) and 0.25 g/l (hospital meter). The patient experienced symptoms of hypoglycemia, but the symptoms were not reported. The user was already in the hospital at the time of the incident for a reason not related to the meter. It is unknown what treatment the user received in the hospital. At another time, the user of the accu-chek guide test strips received the following results within an unknown timeframe: 2,2 g/l (user´s meter) and 0,99 g/l (hospital´s professional meter).